Manufacturer narrative:
(B)(4). The pump that experienced the no alarm situation could not be identified and an evaluation of 13 pumps at the customer facility was performed and all were found to be within technical specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
A report was received from a physician of the (B)(6), who reports that one patient who was already in post-operative process and began to have hemodynamic failure was provided three infusions of inotropes, and did not improve. The patient's blood pressure was 60/40mmhg. It was decided to initiate vasopressin and the patient arrested and was then revived and immediately taken to the intensive care unit (ICU). When the medications' flow rates were going to be changed, it appeared that vasopressin was never administered. It was indicated, the pump was with the clamp closed and the never alarmed with an occlusion alarm. This situation was reported to the clinical staff. The reporter indicated that the pump was switched out with a colleague pump and after a while when given the drug, the patient improved hemodynamically . The patient is still intubated after the event.

Manufacturer narrative:
(B)(4).the customer cannot identify the device involved in the incident at this time. If further information becomes available, a medwatch report will be submitted.this initial medwatch report was submitted on 31 aug 2010 and is being resubmitted on 02 sep 2010, as a failed ack3 message was received.

Event description:
After a procedure, it was noticed that the laparotomy sponges had been used past their expiration date. The expired sponges had been used for two days prior to noticing the date of expiration. The facility had received a total of thirteen cases of expired product from a distributor of the MFR's device. All remaining expired laparotomy sponges were thrown out. There were no know adverse effects due to use of the expired product at this time.